Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, a vibratory notifier could not be felt. Patient was asymptomatic. Programming changes were made. Patient will continue to be monitored remotely.